Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug via an implanted pump. The indication for pump use was not provided. On 09-jan-2020 the hcp reported an image was taken and the pump was confirmed to be flipped. The hcp provided no additional information regarding the event; she stated that she did not have time. No further complications have been reported as a result of this event.